Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimizing the program. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial: (B)(6), batch:7128841, UDI: (B)(4). Product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial: (B)(6), batch:7130393, UDI: (B)(4). Product family: scs-lead fixation, upn:m365sc43160, model:sc-4316, serial: (B)(6), batch:31173675, UDI: (B)(4).